Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving ropivacaine (naropin) (2,6 mg/ml, 0,3 mg/ml), fentanyl (31,2 mcg/ml, dose unknown) and clonidin (3,7mcg/ml, dose unknown) via implanted infusion pump. It was reported that the catheter connector came with one of its edges completely broken, which made it unable to be used. It was not posible to connect the catheter to the connector and next to the bomb. Because of that we had to request a new catheter kit to be send or the procedure would not be completed. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep searched everywhere for the missing piece and it was not on the or, including the trash, the floor, the empty box and it already came broken. Another catheter kit was sent as an emergency otherwise they would not have been able to complete the surgery. After 40 minutes of waiting, another kit arrived and they successfully finished the procedure. It was reported that the issue was resolved. The patient's weight was unknown. The patient's status was alive - no injury. The images provided showed the catheter connector and packaging.